Event description:
Medical affairs has been unable to get a hold of the patient and will be sending a letter to obtain more clinical information. Based on the information provided, this case is being reported as a malfunction. Patient obtained the meter in 06/2004. Patient mentioned that they had tried to test on the meter, however, meter displays an error4 message. Patient retested and still obtained the error 4 mesage. Patient did not experience any symptoms at the time of testing. Patient tested on another meter and obtained a 320 mg/dl. Md treated patient; howeverm no information on what type of treatment was given to the patient. Md advised patient to contact lfs. However, patient did not call until the following day. Customer service had patient run control solution test and meter still displayed an error4 message. Issue is not resolved and will be sending the patient a new meter. Patient sufferedf a seriour injury, however, no evidence that meter contributed to the injury.